Event description:
Per the foreign (B)(6) report: "the a pt was being hoisted from a bed to a chair by two carers. During the move, it was necessary to reposition the chair under the client who was still suspended in the sling. It is unclear how but whilst maneuvering the chair/ hoist, the sling became detached at the head end causing the client to fall from the sling. The client impacted head first with the base cross member causing head trauma." It was reported that the pt passed away a few days later.

Manufacturer narrative:
(B)(4). At this stage, the manufacturer is not able to determine if this incident was involved in the pt's expiration. Also, the event is investigated by health and safety executive in (B)(6) and they took possession of the device. The info available is limited and further info will be provided upon conclusion of the manufacturer's investigation.